Event description:
Allegedly began feeling symptoms of swelling, popping, grinding, and severe pain in 2010. It became difficult to walk or stand for significant periods of time. The acetabular component was loose which required revision surgery.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Manufacturer narrative:
Additional information received 11/22/2013. This is the same event as 1043534-2013 - 02462, -02463, -02464.